Event description:
Caller reported recurring air bubbles or gaps in the tandem mobi system, specifically in the cartridge during pumping, not during the loading process. Customer confirmed that the insulin was used at room temperature. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, the customer changed the cartridge and infusion set/tubing and successfully resumed insulin therapy.